Event description:
It was reported that; screw tulip splayed open while blocker was being final tightened with a standard torque wrench. The delay was one minute. Surgeon removed the cap and inserted it again.

Manufacturer narrative:
Method: risk assessment; result: no lot # was provided, so a manufacturing record review could not be performed. Product is not returned for inspection. Conclusion: the most plausible root cause of the event is cross threading of the blocker and tulip and application of force during final tightening.

Event description:
It was reported that; screw tulip splayed open while blocker was being final tightened with a standard torque wrench. The delay was one minute. Surgeon removed the cap and inserted it again.